Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive. The reporter noted condensation behind the screen. The patient denied any damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were responsive. The original complaint of keypad buttons unresponsiveness was not duplicated. Investigation confirmed moisture in the pump. Unrelated to the complaint, the display screen was found to be blank. A leak test was performed and revealed a leak in the case seal. During investigation, no evidence of contamination was found under the keypad contacts. The up arrow, down arrow, and ok key contacts were found to be misaligned.